Manufacturer narrative:
Reference related MDR- 2183959-2019-62928. Related device: cuff, model- 72404131, lot sn- (B)(4), mfg date- 06/12/2018, exp date- 06/12/2019, (B)(4).

Event description:
It was reported that the patient experienced a procedure to switch from a sling device to an artificial urinary sphincter device due to unspecified reasons. During the procedure to implant an aus device, a second cuff was opened and implanted because the first cuff was too tight. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.